Manufacturer narrative:
(B)(4). One sample device involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard has received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2017-00029 for the second patient. Refer to 8030647-2017-00030 for the third patient. It was reported that the closed suction system developed an air leak, leading to loss of alveolar recruitment of the patient. This also lead to fluid leaking out of the anti-reflux valve. Additional information received from the customer stated that the leak occurred in the blue connector portion of the device. No further information has been provided at this time.

Manufacturer narrative:
One used device was returned for evaluation. Packaged with the sample was an opened saline vial. The same appeared went prior to the decontamination process. The device was visually inspected for damage. The position of the thumb valve was in the upright position. The thumb valve was pressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The sample was then attached to mobivac suctioning equipment. Upon connection, the sound of air leak was not heard, meaning that there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was inserted into a beaker of water dyed with methylene blue. No suctioning occurred while the thumb valve was upright position. The thumb valved was pressed down, and suctioning occurred. No suctioning was noted while the valve was in the locked position. The distal end of the catheter was inspected for a blocked skive, and no blockage was noted. The skive was inspected inside the manifold. It was noted that the skives were not visible outside the seal cartridge subassembly area. The catheter body was fully extended and examined. There was a curvature appearance present on the tip of the tubing. The double swivel elbow manifold was examined and the flapper valve area appeared closed. The catheter was advanced and retracted, and when the catheter was fully retracted, the flapper valve closed. The reported event could not be confirmed. No root cause could be determined, as the complaint was not confirmed. The device history record for m6070t302 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).